Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03901. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 due to stress urinary incontinence and pelvic organ prolapse.

Manufacturer narrative:
It was reported that the patient experienced chronic pelvic and vaginal area pain as well as recurrent urinary incontinence; painful intercourse resulting in a decrease in intimate relations with spouse. She also suffered from frequent bladder and vaginal infections, frequency and urgency with urination and additional surgery, chronic urinary tract infection with unusual strand of klebsiella resulting in hospitalization and surgical revision, physical pain and discomfort which she continues to suffer - also suffered psychologically and emotionally. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2012, the patient underwent cystoscopy, collection of differential ureteral urines for culture and sensitivity and a retrograde pyelogram.